Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon expandable stent allegedly dislodged from the balloon while being inserted into the introducer sheath, rending the device unusable. It was further reported that another balloon expandable stent was used to successfully perform the procedure. There was no patient involvement.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: the sample was returned. The balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as an 8mm x 26mm balloon. The balloon did not appear to be in its original folded configuration. The stent was returned partially covering the balloon, but was dislodged distally. The distal tip of the stent was located 1.2cm from the distal tip. The balloon was examined under magnification (20x) and stent crimp marks were not visible on the balloon, likely due to the balloon not being it its original folded configuration. No other anomalies were noted. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035¿ guidewire, and it passed with no issues. The stent was loose on the balloon and was easily moved both proximally and distally. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was returned. The complaint investigation is confirmed for a dislodged/dislocated stent. Per the reported event details, negative pressure was not applied during preparation. The IFU (instructions for use) states, "induce a negative pressure to remove any air from the balloon and inflation lumen. Repeat until all air is expelled." Therefore, it is possible that use related issues contributed to the stent dislodging during insertion through the introducer sheath. However, the definitive root cause could not be determined based upon the available information. Labeling review: the current instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon expandable stent allegedly dislodged from the balloon while being inserted into the introducer sheath, rendering the device unusable. It was further reported that another balloon expandable stent was used to successfully perform the procedure. There was no patient involvement.